Event description:
Reportedly, during a follow up performed on (B)(6) 2013, the subject pacemaker was interrogated and the end of service indicator was reached (battery impedance was at 28 kohm). As the previous follow up dated (B)(6) 2013 showed a battery impedance at 3.02 kohm and a residual longevity estimation of 18 months, a premature depletion of the battery was suspected. The device was changed and will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.